Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018, patient experienced a loss of connection. No additional patient or event information is available. No product or data was provided for investigation. Confirmation of the problem and root cause could not be determined. The complaint was made via social media and reporter could not be reached for additional information.